Manufacturer narrative:
This report is the result of legal action taken against MFR, the documents of which alleges MFR is responsible for injury and untimely death to the pt due to an allegedly defective wac device. MFR has not received an incident report from either the enduser of the device or the hospital involved. No product has been returned or is expected to be returned.

Event description:
Info has been reported to laerdal medical corp by a plaintiff's attorney alleging that in 2006, a female pt was treated at her home by fire & rescue with CPR, ventilation and suction, and was transported to a hospital. It is also alleged that an ER doctor, while attempting to intubate the pt, found a red plastic object in her airway. The pt died that same day.